Event description:
The customer reported that the system would not expose and all system features appeared to be locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply ws evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.